Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The affected load was recalled.. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was not reviewed since there is sufficient information to determine user error was the cause of the issue. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The single cyclesure® 24 bi was returned for visual inspection. The ci disc is gold, the cap is depressed, the vial is crushed, and there is yellow media in the vial with which to confirm the suspect positive result. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures on the plastic vial or tyvek® liner that would be consistent with false positive from external contamination. No manufacturing related anomalies were observed. Retains testing was not performed as there is sufficient information to determine user error as the cause of the issue. The likely assignable cause is user error. The customer incubated a bi with reduced media from a broken ampoule. The instructions for use (IFU) states to check the integrity of the media ampule prior to, and after sterrad processing. If a broken ampule is found before processing, use another sterrad cyclesure 24. If a broken ampule is found after processing, process a subsequent load with another sterrad cyclesure 24. A letter will be sent to educate the customer regarding the user error issue. The issue will continue to be tracked and trended.